Event description:
All presurgery checks passed, burr status check passed, surgeon preference to register robot during surgery before burring. Watched scrub nurse assemble end effector onto robot correctly ¿ screwed both sides, burr length checked with depth gauge. Unable to register robot after multiple attempts (x3). Checked visadiscs on base array & black x, burr length, end effector assembly, brakes down, correct serial number. Retried registration but unable x1. Screw on handpiece found to be loose ¿ tightened. Able to register robot (upper limits) but unable to verify robot ¿ command in right bottom corner to keep arm steady (wouldn¿t progress to 120degree screen). Ensured surgeon at 90/90 position with steady arm & slow registration. As unable to verify (computer wouldn¿t allow to move onto next screen), tried to reregister but failed again (checked all above troubleshooting once more, cleaned camera lens). Reset arm software, arm status check completed. Took apart anspach from handpiece to ensure no drape underneath & took handpiece & base array off robot. Removed drape & redraped robot. Placed handpiece back onto robotic arm but one screw unable to be tightened. Surgeon tightened screw & noticed not sitting flush. Unable to loosen screw to remove handpiece, noticed blue grip on square driver loose/spinning. Got new tray with new square driver. Still unable to loosen screw easily. Surgeon pulled end effector off, screw head broke off & thread remained in j6 unable to remove broken screw thread from j6. Unable to complete mako pfj replacement, pt was closed & returned to theatre later in day to have different procedure.

Manufacturer narrative:
Reported event: surgeon pulled end effector off, screw head broke off & thread remained in j6. Device evaluation and results: (B)(4) could not be completed as the information was not provided. Three communication attempts were made with no response from the rep. Product history review: a review of device history records shows that on 09/30/18 1 device was inspected and 1 device was placed on: qt 16-09-0100. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review : a review of complaints in catsweb and trackwise related to p/n 203575,shows 4 additional complaints related to the failure in this investigation. These complaints are: (B)(4). Conclusions: the failure mode could not be confirmed because the product was not available for evaluation. Three communication attempts were made and appropriate information was not received. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
All presurgery checks passed, burr status check passed, surgeon preference to register robot during surgery before burring. Watched scrub nurse assemble end effector onto robot correctly ¿ screwed both sides, burr length checked with depth gauge. Unable to register robot after multiple attempts (x3). Checked visadiscs on base array & black x, burr length, end effector assembly, brakes down, correct serial number. Re-tried registration but unable x1. Screw on handpiece found to be loose ¿ tightened. Able to register robot (upper limits) but unable to verify robot ¿ command in right bottom corner to keep arm steady (wouldn¿t progress to 120 degree screen). Ensured surgeon at 90/90 position with steady arm & slow registration. As unable to verify (computer wouldn¿t allow to move onto next screen), tried to re-register but failed again (checked all above troubleshooting once more, cleaned camera lens). Reset arm software, arm status check completed. Took apart anspach from handpiece to ensure no drape underneath & took handpiece & base array off robot. Removed drape & re-draped robot. Placed handpiece back onto robotic arm but one screw unable to be tightened. Surgeon tightened screw & noticed not sitting flush. Unable to loosen screw to remove handpiece, noticed blue grip on square driver loose/spinning. Got new tray with new square driver. Still unable to loosen screw easily. Surgeon pulled end effector off, screw head broke off & thread remained in j6 unable to remove broken screw thread from j6. Unable to complete mako pfj replacement, pt was closed & returned to theatre later in day to have different procedure.